Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their bite is messed up, they are worried about their teeth hitting. The right-side bottom teeth are hitting the inside of the top right front teeth. The patient stated that they are not noticing any new pain. It is just feeling wrong and sometimes when they chew it feels like the teeth on the right are hitting a little more than they should. When they have them on it feels fine, when they take them off in the morning it feels like this for the rest of the day. It only started after the treatment two weeks ago. The previous 6 weeks were fine. The patient later provided a photo of a bite concern showing the chipped teeth and the ones causing pain. The patient indicated her teeth are hitting on the side of chipped tooth is #7 and #8 appears to have incisal edge wear/chipping as well, also #24 appears to be chipped patient provided a bite video but not at very good angles to check posterior open bite. It was also reported by the patient jaw discomfort and was instructed bite could feel off while teeth are adjusting until they reach end of treatment. Previous braces, crowns on teeth #2, 4, 16, 17, 18, 31, previous root canal tx, broken tooth or fillings were reported with unknown dates.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.